Manufacturer narrative:
Device evaluation: no deficiencies were noted during visual inspection. Functional testing could not confirm the complaint. However, when the air outlet is blocked, the blockage alarm (alarm sound) on the main unit sounds, but the volume is low. The reported issue was caused by a failure of the audible alarm (whistle). The internal valve of audible alarm was adjusted to correct the issue. The device passed all visual and functional testing after the repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that there was a high-pressure alarm failure. There was no patient involvement, and no patient harm/adverse event reported.